Event description:
It was reported that the patient had inadequate pain relief despite multiple reprogramming. The patient underwent an explant procedure wherein all device components were removed and not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7082128.

Manufacturer narrative:
B1. Corrected to reflect adverse event and product problem. B5. Corrected to further clarify reported event. D4. Updated to include complete UDI for primary component. E1. Additional information was included for the initial reporter email h6. Corrected to include impact codes of inadequate treatment and reprogramming of device. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7082128, UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate pain relief despite multiple reprogramming attempts. She wanted a higher coverage on her upper back. A surgical procedure was performed in which all device components were explanted. The device will not be returned.